Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured 1,260 units of this code-batch. There are 252 units blocked in our stock. We have received one open sample to analyze this case. This sample contains two needles (reference with double needle). We have checked both needles and the tip of both needles are damaged. In these conditions, penetration test is not possible with the samples received. However, both needles have been checked and we have noticed that there are marks of a needle holder or other surgical instrument in the tip area. The needles have been damaged during handling and bent or shock in the tip area most probably due to wrong handling. Therefore, we conclude that the needle blunt is caused by a wrong handling not according to the instructions for use of the product. As stated in the instructions for use of the product, "care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Reviewed the complaint history record of the products manufactured with the same needle raw material batches used in the production of this code-batch, there are no previous complaints in any of them. Final conclusion: the needles of the sample received showed a damage in the tip area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. According to the batch manufacturing record review, the product complies with b. Braun surgical specifications and ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Date rec¿d by MFR: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that during the arteriography of the femoral artery, as part of a graft implantation in the aorta, in the fifth step the needle gets blunt. There was an extra bleeding in the wound at the end of the suture. The surgery was prolonged of about 10 minutes. No consequence to the patient.